Event description:
It was reported to anspach service and repair: on (B)(6) 2013, the mini quick coupling chuck would not attach to the drill. The issue with the device was noted during preventative maintenance testing prior to a case. There was no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Retracting initial (B)(4); mfg #8030965-2014-00127. On 06/16/2014, the MDR determination was changed from reportable to non-reportable. As a result of this change, we are retracting both the initial (B)(4); mfg #8030965-2014-00127. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.